Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer's mother reported via phone call of issues with customer's high blood glucose levels and no delivery alarms. The customer's blood glucose level had been as high as 561mg/dl. The customer treated with manual injections. The cannula was noted to be bent. Troubleshoot was conducted. The customer was advised the sets would be replaced.